Manufacturer narrative:
Investigation ¿ evaluation: a representative (B)(6) hospital reported on 12jun2023 that there was an incident with three ncircle delta wire tipless stone extractors (rpn: ntsed-024115-udh, lot #: 15369536). The extractors would only work one time; if the user tried to open and use a second time, the devices would not open correctly. A total of four ncircles were used for one patient, all the same lot number. The fourth device was used to successfully complete the procedure. The devices were all tested prior to use and all made contact with the patient. No abnormal or tortuous patient anatomy was noted. No damage was observed with the devices. No adverse effects were reported. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint devices were not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 15369536 records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: occupation = or manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ureteroscopy with stone removal, three ncircle delta wire tipless stone extractors would not open. The first device was able to collect stones one time, but the second attempt the device would not open. The second and third devices were unable to function to remove any stones. A fourth device of the same type with the same lot number was used to complete the procedure. The devices were tested prior to use. The patient did not have any abnormal anatomy that would result in a tortuous path for the extractors. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.